Manufacturer narrative:
Investigational summary: the customer stated the issue was related to their internal process rather than a quality issue for the lyra assay. No investigation is required. The customer has outlined their steps for risk mitigation.

Event description:
False positive: customer self-reported processing issue that lead to false positive results on the lyra sars-cov-2 assay.